Event description:
On (B)(6) 2024, a patient¿s (pt¿s) family member called to report that the pt had a ¿bad eye infection and ulcer in the cornea of the right eye (od) for about 10 days now¿ while the pt was wearing the acuvue oasys® 1-day with hydraluxe® technology brand contact lenses (cls). The pt woke up with a ¿very sharp pain od¿ about 12 days ago. The pt tried to put in a lens and saw a ¿spot on od¿ so the pt removed the lens and wore glasses. The pt went to an ophthalmologist who diagnosed the pt with a ¿corneal ulcer and bacterial infection od.¿ no scrapings or cultures were done, but ¿looked at the eye with magnification and gave the pt antibiotics¿ and advised it was a bacterial infection. The pt was started on vancomycin eye drops with an unknown medication in it (combo drop) and after 4 ½ days, the pt was switched to 2 other unknown eye drops. The pt was given an antibiotic/steroid drop (name unknown) and an antibiotic/anesthetic drop (name unknown) to help with pain. The pt was using the eye drops ¿every couple of hours¿ but had a follow-up appointment today and the eye drops were decreased to twice daily (bid). The pt was also advised there is a remaining scar in the od, but it was not in the visual field. The pt is to continue wearing glasses for at least another week, then will have another follow-up appointment. Currently the pt does not have od eye pain. On 21aug2024, a call was placed to the pt¿s treating eye care provider¿s (ecp¿s) office. A representative advised the pt was first seen on (B)(6) 2024 and diagnosed with superior nasal corneal ulcer od. The pt was prescribed tobramycin and vancomycin every 2 hours. On (B)(6) 2024, the pt was seen for a follow-up (fu) visit and advised to continue the eye drops every 2 hours. On (B)(6) 2024, the pt presented for a fu appointment; the eye drops were switched to tobradex and mofifloxacin every 4 hours and artificial tears every hour od. On (B)(6) 2024, the pt returned for a fu appointment with no injection. A superior scar was noted on the od. The pt was advised to continue drops bid for 1 week, until (B)(6) 2024. No cls overwear is noted in the pt¿s medical record. The pt was not diagnosed with ¿bacterial infection¿ but was put on drops as a ¿preventative¿ measure. The pt is cleared to return to cls wear on (B)(6) 2024, if no further issues. On 29aug2024 and 04sep2024, calls were placed to the pt for additional information and current eye condition, but the calls were unanswered. No additional medical information has been received. The date of event is being reported as 01aug2024 as the exact date of the event is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003lv2 was produced under normal conditions. The od suspect cl is not available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.